Manufacturer narrative:
Supplemental device evaluation: visual analysis of the photographs identified: device is seen intact and biological tissue.

Event description:
Healthcare professional reported a left-side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on sep 10, 2020. Visual analysis of the photographs identified device patch with lot number 3016357, catalog number srm-275, red particles on the shell and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. Additional, changed, and/or corrected data: b.5, d.7, g.1, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side capsular contracture, baker grade IV. Device remains implanted.